Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes; facility name of original implant (B)(6); was device explanted? False; did patient require revision surgery? True; if yes, date of revision surgery. (B)(6) 2023; reason for revision surgery. It was neessary to re-suture the wound; patient status/ outcome / consequences: yes; patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? The wound opened after the surgery was finished. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown; is the patient part of a clinical study unknown. No product is available for return. Note: events reported on: mw# 2210968-2023-05522, mw# 2210968-2023-05523, mw# 2210968-2023-05525. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent laparoscopic radical nephrectomy on and unknown date and topical skin adhesive was used. The piece was extracted from the mid-line. The suture was breaking during procedure. We closed the skin with adhesive. The patient eviscerated 3 hours after completion of surgery. Reoperation was performed on (B)(6) 2023. Additional information has been requested.